Manufacturer narrative:
Customer stated that they were having na precision problems after service cleaned the flow-cell. A field service engineer (fse) returned to the customer's lab and noted that modular chemistries (mc) sample probe was out of alignment. After probe alignment the instrument was functioning properly.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that they are having sodium (na) precision problem on the unicel dxc 800 pro synchron clinical system. Patient sample was re-tested and repeated result was higher. There was no effect to patient treatment.